Event description:
No additional information regarding the patient and/or event has been received. Since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4). H6) method code: 4117 - device not accessible for testing. Summary of investigational findings: a male patient with a thoracoabdominal aortic aneurysm underwent surgery on (B)(6) 2019. Where a zta-pt-42-38-173-w1 (complaint device) was placed in a thoracoabdominal location. And a zta-d-32-160-w1 was placed in the abdominal part. The patient had previously had a thoracotomy with the placement of an artificial vessel, due to a traffic injury. Both stent grafts were placed in the artificial vessel. A 5-day follow up CT gave no indication of a retrograde type a aortic dissection. 7 days post-operation the patient developed ileus. And 10 days post-operation the patient developed a fever. On (B)(6) 2020 the patient deteriorated and lost consciousness. CPR was conducted, but without success and the patient died. A retrograde type a aortic dissection was found at the site of zta-pt-42-38-173-w1 in a CT examination. And it was determined, that this was the cause of death. A single 3-d reconstruction from 3mension planning performed two days prior to implantation was provided and reviewed by an imaging expert. Imaging of the reported retrograde type a aortic dissection was not provided. Per the findings of the imaging reviewer the 3-d imaged demonstrates severe irregularity and tortuosity of the aortic arch descending thoracic aorta and forming a large question mark configuration terminating in a 90-degree bend of the abdominal aorta at the junction with a previous bypass. Furthermore, the imaging reviewer comments that "for a type a dissection, the dissection would have needed to propagate up nearly the entire aorta, through the arch, and into the ascending aorta before precipitating the arrest. Development of such an extensive dissection and patient stability as such a dissection propagated would have been extraordinary. Furthermore, if an interposition graft was present from the prior trauma, it would have been impossible". Additionally, it is commented, that "if the dissection was discovered post mortem as suspected, the patient had severe comorbidities that could have triggered an arrest particularly in lieu of fever. CPR would have been a more likely cause of type a dissection particularly if any normal aorta separated the endograft and the type a dissection". A review of the device history record gave no evidence of the product being nonconforming product. The device is used outside of IFU, as it is used for a thoracoabdominal aneurysm and both stent grafts were placed in an artificial vessel. Per the IFU, the zenith alpha thoracic endovascular graft is indicated, for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Based on the provided information and imaging, it has not been possible to establish an exact cause for this event. It is likely, that the CPR caused the retrograde type a dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019, the physician conducted bypass surgery at the celiac artery, the superior mesenteric artery, and the both right and left renal artery. Then, he placed zta-pt-42-38-173-w1 (e3800175) at the thoracoabdominal part, and zta-d-32-160-w1(e3749797) at the abdominal part for treating thoracoabdominal aortic aneurysm. The procedure did not follow IFU. However, the patient underwent thoracotomy because of traffic injury before and it was expected that there was high adhesion. That is why the physician chose to use the stent grafts. On (B)(6) 2019, the patient complained of chest pain. Then, r-tad (retrograde type a aortic dissection) was observed at the site where zta-pt-42-38-173-w1 was placed during a CT examination. After that, the patient died. Additional information received on 17jun2019: on (B)(6) 2019: r-tad was not confirmed on CT images. On (B)(6) 2019: after the meal of rice gruel in half degree, the patient complained of stomach pain. The patient developed ileus, and there was blood flow to the intestinal tract. On (B)(6) 2019: the patient got a fever. On (B)(6) 2019: the patient¿s condition suddenly changed at 5am, and the consciousness level of the patient was decreased. CPR was conducted, but the reanimation did not work. Then, the patient died. When the physician inquired, he found there was r-tad (retrograde type a aortic dissection) at the site of zta-pt-42-38-173-w1 in a CT examination. The cause of the death was rtad. Additional information received on 28jun2019: were the stent graft(s) placed in an artificial vessel? Yes, they were. Patient outcome: the patient died. Additional information received on 17jun2019: the hospital has no plans to perform an autopsy.